Manufacturer narrative:
. E3: occupation: lab manager/tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a left heart catheterization (lhc), the band was applied and 12ml air was injected into the tr band. Immediately after the procedure, the large and small balloon assembly began to lose air and deflated, resulting in a new band being placed. Hemostasis was achieved, the patient was stable, and no blood loss was reported. There was no noticeable damage to the device.